Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, wear abrasion and creases. A weight test of the device was completed and the device was within specification. Cloudiness and bubbles were observed in the gel after autoclave disinfection process. Based on the device analysis the final assessment is no openings were observed in the device or issues related with the complaint (rupture).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.